Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the sensor electrode was missing. Customer's blood glucose level was unknown. The customer's mother states that they were inserted two sets which both does not have electrode. The customer stated that it was not left on skin. The sensor will not be returned for analysis.